Event description:
It was reported that the device had fluid a leak. It was verified that there was no leaking prior to the case. The reporter noted that there was an obvious puddle of fluid under the device and the tubing was evidently wet. The tubing was changed as the reservoir fluid (h2o + h2o2) was leaking into the patient IV line due to manufacturer defect. A death did not occur at this time. However, hydrogen peroxide mixed with the isolyte IV fluid could have devastating consequences. The event occurred at the operating room. There was a patient involvement and no patient harm.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6. Codes: updated. Device evaluation: complaint for the failure mode "device had fluid leaked" could not be confirmed as no samples or pictures were provided by the customer. Without the return of the sample(s) a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. A device history record (DHR) review could not be performed as the lot number was unknown. If the product is returned the manufacturer will re-open the complaint for further device analysis.